Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated, a suprarenal aortic extension, and two limb extensions. Subsequently, a follow up computed tomography on (B)(6) 2016 revealed an endoleak type 1a with expanding sack. On (B)(6) 2016, the physician implanted a suprarenal aortic extension to correct the leak. Patient is in stable condition.